Event description:
Exhaust hose ruptured suddenly during surgical procedure. Loud "pop," so surgeon stopped immediately. Second system was used to complete the procedure. System was running at about 110psi wall pressure. There were no injuries or significant delays.